Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been received. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2021. The patient¿s parent stated after the sensor warm up period the cgm displayed low. The patient was asymptomatic, and the parent treated the low reading and gave the patient juice. The parent waited 15 minutes after the treatment and the cgm continued to displayed low. A bg was performed which was 570 mg/dl. The parent took two bg comparisons to verify if the readings were correct and the parent immediately removed the sensor due to the cgm continued to display low. There was no report of any medical intervention having been required. No additional patient or event information is available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2021. The cgm was showing low. The patient was feeling dizzy and fatigue. The bg was 570 mg/dl. The parent did not treat the patient and waited for the blood sugar to go back to a normal range. At the time of the call the patient felt fine. There was no report of any medical intervention having been required. No additional patient or event information is available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.